Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, did not show a leak or evidence that a leak had occurred. Due to the nature of the provided sample, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no extension: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of one-link standard bore catheter extension sets leaked. It appears unspecified t-connectors are ¿not screwing on properly.¿ the ¿IV starts leaking all around the site where the t-connector screws on to the catheter itself.¿ the leaks are noted to occur during solution infusions or IV push contrast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.